Manufacturer narrative:
Concomitant medical products: product ID 97755; serial# (B)(4); product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had poor coupling and drops the recharge session. The representative said that the doctor inspected ins and said it was healing fine since implant. They did not have the recharger for troubleshooting. No medical or therapy problem was associated. Additional information was received from a manufacturer representative on (B)(6) 2019 reporting that the patient had difficulty charging since implant. The hcp suspected that the ins was too deep but this was not confirmed. The ins was replaced on (B)(6) 2019. No further complications were reported.